Event description:
It is reported that the device was implanted in 2003 and revised in 2006 due to wear.

Manufacturer narrative:
H3: evaluation summary: wear of the poly appears to be normal wear and tear expected with implants. H6: evaluation codes: tibial insert exhibits pitting to both condyles and slight striations on the inferior side. Medial side appears to be compressed, which is what likely is causing the overall rim dimensions to be slightly out of specifications. Device history records indicate manufacture to specifications.